Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A specific cause for the reported event could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas could not be conclusively established. The submitted system controller log file captured pump power ranging between 5.8 and 7.6 watts, with estimated flow ranging between 4.7 and 7.9 lpm, and average pulsitile index (pi) ranging between 2.2 and 5.9. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The account communicated that the patient was admitted due to having an ldh of 2500 in the clinic. It was noted that the patient had a history of hemolysis related to noncompliance with coumadin and subtherapeutic inrs. The patient was placed on a heparin drip, and ldh improved. The patient was transitioned from heparin to dual antiplatelet therapy. Further blood draws for ldh revealed that it was trending back below 1000. The plan of care was to manage the patient medically and follow up in an outpatient setting. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of ldh was previously reported under legacy complaint system catsweb MFR # 2916596-2015-01532. Approximate age of device - 4 years 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with lactate dehydrogenase (ldh) levels of 2500. Additional information was provided that stated the patient had a history of hemolysis related to subtherapeutic inr's (patient non-compliance with coumadin). Blood draws were taken for ldh and trending back down under 1000. The patient was planned on a heparin drip and ldh improved. The patient was transitioned off heparin to dual antiplatelet. The patients plan of care was to medically manage and follow up as an outpatient.